Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device / device location of device: migration to my uterus"), pregnancy with contraceptive device ("pregnant/ unintended pregnancy/ pregnancy (no complications)") and cholecystectomy ("cholecystectomy") in a 32-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insertion occurred 5 weeks after her last delivery" on (B)(6) 2015, device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)" and medical device monitoring error "unilateral essure coil placed on the right in this patient since she had a unilateral salpingetomy done". The patient's past medical history included salpingectomy, hypertension, ectopic pregnancy, psoriasis and migraine. Previously administered products included for contraception: depo provera in 2014; for an unreported indication: zoloft. Concurrent conditions included postpartum state (5 weeks postpartum), obesity and hydrosalpinx. Concomitant products included hydrochlorothiazide since 2015 and losartan potassium since 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia ("heavy period bleeding/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), dysmenorrhoea ("dysmenorrhoea (cramping)") and back pain ("back pain right side postop / lower back pain"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced anxiety ("anxiety") and depression ("depression"). In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, cholecystectomy (seriousness criterion medically significant), abdominal pain lower ("painful cramps"), procedural pain ("back pain right side postop"), headache ("headache") and retained placenta or membranes ("placenta stuck"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), vicodin (norco) and surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the device expulsion, cholecystectomy, menorrhagia, abdominal pain lower, vaginal haemorrhage, anxiety, depression, dysmenorrhoea, dyspareunia and retained placenta or membranes outcome was unknown and the procedural pain, headache and back pain had resolved. The pregnancy outcome was reported as a live birth of a healthy child. 4165g was the reported birth weight. The reporter considered abdominal pain lower, anxiety, back pain, cholecystectomy, depression, device expulsion, dysmenorrhoea, dyspareunia, headache, menorrhagia, pregnancy with contraceptive device, procedural pain, retained placenta or membranes and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Human chorionic gonadotropin - on (B)(6) -2016: positive. Ultrasound scan - on (B)(6) 2016: pregnancy; on (B)(6) 2016: getational age 21 weeks 0 days on (B)(6) 2015: gynecological examination for essure insertion: 3 trailing coils on the right, unable to insert on left. On (B)(6) 2015: hsg: both tubes blocked, right by essure, left by fimbrectomy. Patient was told to rely on essure. On surgical report final diagnosis: uterus with right fallopian tube, hysterectomy 'with right salpingectomy cervix: focal mild chronic inflammation. Endometrium: weakly proliferative endometrium myometrium: leiomyoma and focal adenomyosis metallic coil grossly identified. Right fallopian tube: benign paratubal cyst, negative for malignancy. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical records: abdominal pain, headache, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received - new event "back pain right side postop" was added. Historical conditions and medication were added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant/ unintended pregnancy") in a (B)(6) year-old female patient who had essure (batch no. D01970) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insertion occurred 5 weeks after her last delivery" on (B)(6) 2015, device ineffective "device ineffective" and medical device monitoring error "unilateral essure coil placed on the right in this patient since she had a unilateral salpingetomy done". The patient's past medical history included salpingectomy. Concurrent conditions included postpartum state (5 weeks postpartum) and obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period bleeding") and abdominal pain lower ("painful cramps"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, menorrhagia and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Human chorionic gonadotropin - on (B)(6) 2016: positive. Ultrasound scan - on (B)(6) 2016: pregnancy . On (B)(6) 2015: gynecological examination for essure insertion: 3 trailing coils on the right, unable to insert on left . On (B)(6) 2015: hsg: both tubes blocked, right by essure, left by fimbrectomy. Patient was told to rely on essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-feb-2018: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pregnancy with contraceptive device ("pregnant/ unintended pregnancy/ pregnancy (no complications)") and cholecystectomy ("cholecystectomy") in a 32-year-old female patient who had essure (batch no. D01970) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insertion occurred 5 weeks after her last delivery" on (B)(6) 2015, device ineffective "device ineffective failure to occlude (close) fallopian tube(s)" and medical device monitoring error "unilateral essure coil placed on the right in this patient since she had a unilateral salpingetomy done". The patient's past medical history included salpingectomy. Concurrent conditions included postpartum state (5 weeks postpartum), obesity and hydrosalpinx. On (B)(6) 2015, the patient had essure inserted. In april 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, cholecystectomy (seriousness criterion medically significant), menorrhagia ("heavy period bleeding/ abnormal bleeding (menorrhagia)"), abdominal pain lower ("painful cramps"), vaginal haemorrhage ("abnormal bleeding (vaginal )"), anxiety ("anxiety"), depression ("depression"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain right side postop"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headache") and retained placenta or membranes ("placenta stuck"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with ibuprofen (motrin), vicodin (norco) and surgery (hysterectomy woth unilateral salpingectomy). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, cholecystectomy, menorrhagia, abdominal pain lower, vaginal haemorrhage, anxiety, depression, dysmenorrhoea, dyspareunia and retained placenta or membranes outcome was unknown and the back pain and headache had resolved. The pregnancy outcome was reported as a live birth of a healthy child. 4165g was the reported birth weight. The reporter considered abdominal pain lower, anxiety, back pain, cholecystectomy, depression, device dislocation, dysmenorrhoea, dyspareunia, headache, menorrhagia, pregnancy with contraceptive device, retained placenta or membranes and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Human chorionic gonadotropin on (B)(6) 2016: positive ultrasound scan on (B)(6) 2016: pregnancy; on (B)(6) 2016: getational age 21 weeks 0 days on (B)(6) 2015: gynecological examination for essure insertion: 3 trailing coils on the right, unable to insert on left on (B)(6) 2015: hsg: both tubes blocked, right by essure, left by fimbrectomy. Patient was told to rely on essure. On surgical report final diagnosis: uterus with right fallopian tube, hysterectomy 'with right salpingectomy cervix: focal mild chronic inflammation. Endometrium: weakly proliferative endometrium myometrium: leiomyoma and focal adenomyosis metallic coil grossly identified. Right fallopian tube: benign paratubal cyst, negative for malignancy. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: abdominal pain, headache, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporters were added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems, condition: anxiety, depression, migration of essure device location of device: dysmenorrhea (cramping), cholecystectomy, dyspareunia (painful sexual intercourse), pain, placenta stuck. Event outcome was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury: if additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnant/ unintended pregnancy") in a (B)(6) female patient who had essure (batch no. D01970) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "insertion occurred 5 weeks after her last delivery" on (B)(6) 2015, device ineffective "device ineffective" and medical device monitoring error "unilateral essure coil placed on the right in this patient since she had a unilateral salpingectomy done". The patient's past medical history included salpingectomy. Concurrent conditions included postpartum state (5 weeks postpartum) and obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy period bleeding") and abdominal pain lower ("painful cramps"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the pelvic pain, menorrhagia and abdominal pain lower outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) g was the reported birth weight. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Human chorionic gonadotropin - on (B)(6) 2016: positive. Ultrasound scan - on (B)(6) 2016: pregnancy. On (B)(6) 2015: gynecological examination for essure insertion: 3 trailing coils on the right, unable to insert on left on (B)(6) 2015: hsg: both tubes blocked, right by essure, left by fimbriectomy. Patient was told to rely on essure. Quality-safety evaluation of ptc: lot#: d01970 - production date: 22-aug-2014 - expiration date: 31-aug-2017. In this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy is a known possible undesirable event which can occur with the use of any product and is not necessary indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No additional ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. Based on the provided information the defect type /usability issue corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-oct-2017: reporter information updated, lawyers added (legal case), essure stop date and events heavy period bleeding, painful cramps, pelvic pain were added, event unintended pregnancy was clubbed with previously reported event. Patient had surgery to remove the essure implant, case category updated to incident. (B)(4). This report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Company causality comment incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.